Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and did not turn on before and after a battery change. Customer's blood glucose was unknown at the time of incident. The product will not be returned.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump tested fine. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.